Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacture representative regarding a patient implanted with an implantable neurostimulator (ins). It was reported that the patient's ins was in over-discharge due to non-compliance with recharging. The patient stated that the battery location in their right buttock was causing new pain down the back of their right leg. At rest, the stim was providing approximately 40% pain relief from the original pain in their left foot, but despite sensor activation, reprogramming, and using hd settings, the patient was feeling surges in stim that they found unacceptable. A physician mode reset was performed and the ins was brought out of od. All impedances were within normal limits, and the ins was reprogrammed, however the ins was being scheduled for removal. No further complications.